Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication order was not crossing over. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not showing the medication to pull. A technical support specialist connected to the server ran the query to check the messages and found that user ID was on disabled mode. Tss confirmed that no issues were found on messages crossing and found that a user had switched the station to temporary non-profile mode. The system functioned as intended after the technical support specialist troubleshot the device.